Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. Medical device expiration date: unknown.

Event description:
It was reported by the customer that while using bd rapid detection of sars-cov-2 veritor¿ there was a false negative. Confirmatory testing performed by rapid antigen testing confirmed that it was a false negative. There is no patient impact reported. The following information was provided by the initial reported, "tested negative this morning and positive by 2/3 rat within an hour this evening.

Manufacturer narrative:
H3: correction, no evaluation performed.

Event description:
It was reported by the customer that while using bd rapid detection of sars-cov-2 veritor¿ there was a false negative. Confirmatory testing performed by rapid antigen testing confirmed that it was a false negative. There is no patient impact reported. Eua (B)(4). The following information was provided by the initial reported, "tested negative this morning and positive by 2/3 rat within an hour this evening."

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges "there was a false negative results " when using kit rapid detection of sars-cov-2 veritor ce (material # 256089), batch number unknown. Bd quality performs a systematic approach to investigate foreign particles complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. However a photograph was returned and showed results of bd veritor sars-cov-2 test kit with other covid 19 test kits. Based on the primary analysis understood that customer tried to read the cartridge visually instead of using the associated bd veritor plus analyzer to interpret the result. The root cause is unconfirmed. The complaint was unable to be confirmed. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported by the customer that while using bd rapid detection of sars-cov-2 veritor¿ there was a false negative. Confirmatory testing performed by rapid antigen testing confirmed that it was a false negative. There is no patient impact reported. The following information was provided by the initial reported, "tested negative this morning and positive by 2/3 rat within an hour this evening.